Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred when the plunger was removed. Two additional proglide devices were used with the same results. The sutures of two more proglide devices from a different lot were successfully pre-placed using the pre-close technique. The sheath was upsized to 17f and the aaa procedure was completed. The successfully pre-placed sutures of the fourth and fifth proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported suture break/ detachment; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, five sterile, unused, representative proglide devices with the same part and lot number as the used device were returned for evaluation. All unused returned devices passed visual/functional inspection. There was no device malfunction found. Based on a visual and functional inspection analysis of the returned devices, there is no indication of a product quality issue with respect to manufacture, design or labeling.